Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted. However, device passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No motor error alarm or rewind anomaly noted during testing. The motor was tested outside the device and passed. Device had cracked lcd window, cracked case at display window corners, stripped battery cap coin slot (p). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error. The customer¿s blood glucose level was unknown. The customer reported that they had buttons were hard to press and battery cap was worn. Customer stated that rewind was a little sluggish or slower and little crack above the screen. The insulin pump will not be returned for analysis.